Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number k133339.

Event description:
It was reported that the implant at tooth site # 3 was removed as the unk tool fractured in the implant & would not disengage from implant. Insertion piece broke inside implant and was cold welded was unable to remove and forced to drill piece out. Instrument was not fractured during implant placement. Insertion piece for tsv implant broke. Specifically the tip of the insertion piece. Because the tip of the insertion piece broke and was cold welded into the implant. Tlrt2 instrument could not be used to remove piece and fractured portion of insertion piece (of implant) needed to be drilled out. Implant was removed from patient's mouth.

Manufacturer narrative:
Zimvie did not receive one (1) tsvtwh8, imp, tsv, 4.7, 8, mtxf, mg, ha for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1268177. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1268177 for similar events and no other complaint was identified. The customer did submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev 5, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.